Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's left knee due to looseness in the implanted patella. A 38mm patella was removed and a 35mm patella was implanted.